Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preparation, the cardiosave intra-aortic balloon pump (iabp) unit has screen issues. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4,d9,g3,g6,h2,h3,h4,h6(type of investigation,investigation finding,investigation conclusions),h10. A getinge field service engineer (fse) stated, he inspected the unit and repair need. Updated software to version b17. After software update product passed all functional/safety testing. Returned the unit to the customer. No parts needed for repair. Recent faults attached to so as jpegs.event occurred prior to clinical use.

Event description:
N/a.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.